Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient was vomiting from 5:00 pm on (B)(6)2022 through 1:00 pm on (B)(6) 2022 and her father then took her to the emergency room (ER). She was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU), and given IV dextrose and IV fluids and insulin. Her cgm had been reading 347 mg/dl but fingerstick bg levels reached 900 mg/dl. At the time of the report she was still in the ICU under close monitoring. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6)2022. The patient was vomiting from 5:00 pm on (B)(6)2022 through 1:00 pm on (B)(6)2022 and her father then took her to the emergency room (ER). She was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU), and given IV dextrose and IV fluids and insulin. Her cgm had been reading 347 mg/dl but fingerstick bg levels reached 900 mg/dl. She was discharged from the ICU (B)(6)2022. At the time of follow up on (B)(6)2022 her parent stated that the patient was doing well and seeing her endocrinologist. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.